Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have experienced sensor glucose versus blood glucose differences with threshold suspend. Customer's sensor glucose was 54 and blood glucose was 226 mg/dl. Customer was advised to turn sensor feature off and to wait two to four hours to turn it back on. Customer was advised that sensor would be replaced.